Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front and rear response buttons were not functional. The response button covers were missing and the response button switches were missing. The root cause for the missing switches was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a monitor were not functioning.